Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set leaked from the filter housing. When the set was primed it was observed that the set was leaking at the bonded junction between the filter and the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was not returned, and the lot number was unknown; therefore, an evaluation could not be conducted. Although initially the device was said to be available for evaluation, it was later confirmed that the affected sample would not be returned. Should additional relevant information become available, a supplemental report will be submitted.